Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin pump had an under delivery anomaly. The customer got sick and they changed the insulin pump's set but the customer continued to vomit. They called the health care professional and had the insulin pump taken off him. The customer was on syringes for 24 hours. When they put the insulin pump on him to test, his blood glucose levels went high. The customer's blood glucose was over 600 mg/dl. The customer's blood glucose level when he went back on the insulin pump was 4040 mg/dl. The customer was currently back on manual injections. Troubleshooting was performed on the insulin pump. The insulin could exit without incident. There were no air bubbles, no leaks, and no bent cannulas. The insulin pump's settings were programmed accurately. The insulin pump passed the no delivery test. They were advised to speak with their health care professional about possible site issues. The device will not be returned for analysis.